Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unit image that temporarily disappeared, e216 scope communication error, no image ( cause traced to component failure) and white foreign objects in the auxiliary jet channel (cause not established). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an endoscopic position detecting unit image that temporarily disappeared, e216 scope communication error, no image and white foreign objects in the auxiliary jet channel. There was no patient involvement.